Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 500 mg/dl. The customer stated that while she was at the hospital, she was put back on the insulin pump and her blood glucose levels again went up to 500 mg/dl. It was found that the time was correct on the insulin pump but the date was behind by a week. Programming was correct. Troubleshooting was performed but could not be completed due to a prime/fill anomaly. It was found that the insulin pump would prime correctly but no numbers appeared on the insulin pump. Nothing further was reported.